Event description:
It was reported that the patient was unable to communicate with the stimulator. A power on reset (por) was noted. The patient had not felt stimulation for about a month and had trouble with the recharger for more than a month. Due to the battery location, the patient had trouble positioning and keeping the charger in the right position. The patient met with a company representative on the day of the report and they discussed other ways to hold the recharger paddle and the patient planned to try that. The company representative was also unable to communicate with the device. An antenna locate resolved the communication issue. The por was cleared and the patient then had a solid recharge connection. In addition, the desktop charger had bare cables; they had been bare/stripped since ¿day one.¿ upon return, the cable assembly with a frayed cord was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3888-56, lot# v338569, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-56, lot# v338569, serial# implanted: (B)(6) 2010, product type: lead. Product ID: 3708220, serial# (B)(4), implanted:(B)(6) 2010, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).